Event description:
There was an allegation of questionable elecsys anti-hcv ii immunoassay results for 4 patient samples on a cobas e 801 analytical unit compared to an abbott analyzer, elisa testing, and western blot. The units of measure used for the abbott assay were not provided. For sample 1, the initial anti-hcv result was 0.0359 coi, interpreted as non-reactive. The sample was tested on an abbott analyzer and the result was 2.4. Elisa testing was also performed on the sample and the result was 1.1, ib positive. For sample 2, the initial anti-hcv result was 0.0436 coi, interpreted as non-reactive. The sample was tested on an abbott analyzer and the result was 5.5 or "s.s." Clarification on the correct result was not provided. Elisa testing was performed on the sample and the result was 0.3, ib 2 bands. Clarification on whether the result was interpreted as positive or negative was not provided. For sample 3, the initial anti-hcv result was 0.0391 coi, interpreted as non-reactive. The sample was tested on an abbott analyzer and the result was 2.10. Elisa testing was also performed on the sample and the result was 1.9, ib positive. For sample 4, the initial anti-hcv result was 0.0352 coi, interpreted as non-reactive. The sample was tested on an abbott analyzer and the result was 5.5 or "s.s." Clarification on the correct result was not provided. Elisa testing was also performed on the sample and the result was 0.8, ib positive.

Manufacturer narrative:
The analyzer serial number is (B)(6). The four patient samples were requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The alarm trace showed many wash sipper flow path recommendation alarms on the day of the event. The four patient samples were received for investigation. The customer's negative anti-hcv results were able to be reproduced. Sample 2 was found to be negative and the other samples were found to be indeterminate with the innolia hcv blot test. All four samples gave indeterminate results with the mikrogen immunoblot test. Based on the investigational results, the patients' abbott results are likely false positives. Further pcr testing is recommended for infection status clarification. Based on the available data, a product problem was not identified.